Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product found signs of repeated use with damage to the flutes. Additionally, the drill is fractured off. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause is attributed to standard wear and tear from repeated use for ten plus years. The complaint is confirmed via product evaluation. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - drill.

Manufacturer narrative:
(B)(4). G2: japan. H3: reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured. No more information is available.